Manufacturer narrative:
(B)(4). Fixture remains insitu.

Event description:
Per the clinic, the patient experienced an infection around the implant site. The abutment has been removed on (B)(6) 2014. The fixture remains insitu. No further information was made available as of the date of this report, november 4, 2014.